Event description:
Caller reported a malfunction alarm on the pump while going to school. There was no reported impact on the customer¿s blood glucose level. After the call ended prematurely, technical support attempted to reach the caller, legal guardian, and emergency contact but could not leave a voicemail.